Manufacturer narrative:
Initial and final MDR 2283651- MDR 8021545-2025-01767- device 1 of 5. E1: patient city: (B)(6). Patient country: the united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced five infusion sets of the box sticking to each other on (B)(6) 2025. No further information available.